Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. (B)(4). Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00015 and 1058196-2016-00014.

Event description:
As reported by a healthcare professional, during the stent assisted coil embolization of an aneurysm in an unspecified artery, the enterprise stent (enc452812/10391472) could not be deployed and was withdrawn with the prowler select plus microcatheter (606s255x/16005132). The catheter had been placed distal to the target site prior to advancement of the device to the target site, followed by withdrawal of the catheter to attempt to deploy the device; however, it was reported that the stent had not deploy at all from the microcatheter. It was reported that the microcatheter was removed with the stent because they could not confirm whether the stent of the microcatheter was causing the deployment issue. After the devices were removed from the patient, no anomalies were noted to the devices, and the stent had not prematurely deployed during removal. A new stent and microcatheter were used to complete the procedure. There was no report of patient injury, and the event did not result in a clinically significant delay in the procedure. Information regarding patient age, gender, weight and medical history could not be obtained.

Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during the stent assisted coil embolization of an aneurysm in an unspecified artery, the enterprise stent (enc452812/10391472) could not be deployed and was withdrawn with the prowler select plus microcatheter (606s255x/16005132). The catheter had been placed distal to the target site prior to advancement of the device to the target site, followed by withdrawal of the catheter to attempt to deploy the device; however, it was reported that the stent had not deploy at all from the microcatheter. It was reported that the microcatheter was removed with the stent because they could not confirm whether the stent of the microcatheter was causing the deployment issue. After the devices were removed from the patient, no anomalies were noted to the devices, and the stent had not prematurely deployed during removal. A new stent and microcatheter were used to complete the procedure. There was no report of patient injury, and the event did not result in a clinically significant delay in the procedure. Information regarding patient age, gender, weight and medical history could not be obtained. A non-sterile prowler select plus microcatheter was received coiled inside of a plastic bag. The microcatheter was inspected and an enterprise device was found stuck inside of it. The microcatheter was found compressed at 4.5cm from the proximal end. Part of the enterprise device was noted from the distal end. The microcatheter was inspected under microscope and it was found compressed, as well as residues of dry saline solution can be observed on it. Additional an x-ray was performed on the body of the device and the enterprise device was observed stuck in the compressed section found on the received microcatheter. The ID and od from the microcatheter were measured and were found within specification. The received device was flushed using a lab sample syringe (nipro), and additional force was applied to the enterprise device, and it advance smoothly to the microcatheter distal tip; resistance/friction was felt when the enterprise was passing through of the compressed section found on the microcatheter. Residues of dry saline solution could be observed on the stent. A review of the manufacturing documentation associated with this lot 16005132 presented no issues during the manufacturing process that can be related to the reported complaint. The resistance between the enterprise and prowler select plus was confirmed during the functional testing. The cause of the failure experienced by the customer appears to have been due to the compressed condition found on the microcatheter. The compressed condition found on the microcatheter was apparently caused by applying excessive force on it. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place which prevents this kind of failure from leaving the manufacturing facility. Procedural factors and handling process may contribute to the failure as reported, and there was no evidence of a manufacturing defect or anomaly that could have contributed to the event; therefore no corrective action will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated report numbers of 1058196-2016-00015 and 1058196-2016-00014.